Manufacturer narrative:
The referenced hf unit (with no footswitch) was returned to the service center for evaluation of the reported " error 433 and continuously restarted¿. A visual inspection was performed and found no anomaly on the housing, front screen and all connector ports appeared to be normal. The hf unit was powered on and confirmed that the unit continuously restarted and prompted ¿error e433¿; disabling the functionality. Troubleshooting was performed, and the problem was isolated to the hf unit's pc board. Additionally, the hf-unit's error log history was reviewed and indicated multiple ¿e433: tb tvs diodes short circuit" errors. The error message e433 is triggered by the safety system of the esg-400 and communicated visually and acoustically to the user. A review of the instrument records indicate the unit was purchased on (B)(6) 2019 with no prior repair history. A manufacturing and quality control review was performed by the original equipment manufacturer (OEM) for the concerned hf-unit. There was no non-conformity associated with this device with respect to the described issue. The device history record review showed, that the unit was manufactured according to valid instructions and met all specifications. Per the instructions for use, "always prepare a spare electrosurgical generator or an alternative procedure to avoid interruption of treatment due to an unexpected electrosurgical generator failure during treatment". As part of our investigation, multiple follow ups were made in an attempt to gather additional information on the reported even but no additional information was obtained. If additional information becomes available, this report will be supplemented accordingly.

Event description:
The service group was informed that during a transurethral resection in saline (turis) procedure, the hf unit started to show error code e433 and continuously restarted. The procedure was completed with another hf unit. No other equipment was replaced during the procedure. There was no patient injury reported.